Event description:
It is reported that the lens was injected into the eye and noted to have an issue that was related to the lens being loaded incorrectly. The lens was explanted. Another lens was implanted successfully. The surgical technique used in this incident was yamane combo with retina.

Manufacturer narrative:
The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release. The customer stated that the device can not be returned, therefore, a proper root cause analysis could not be completed nor the reported issue confirmed. Without a proper device analysis, a definitive root cause cannot be determined at this time. It was stated by the customer that they are using the yamane technique to implant the lenses. This technique induces a larger amount of force while trying to position the haptics in the scleral tunnel. Our lenses are intended to be implanted in the capsular bag. Thus, the lens was being used off-label. Based on the information provided, the risk assessment for the lucia product, and our experience, we have determined that the following factors may have caused or contributed to the reported issue is, but is not limited to: · lens placement technique · loading strategy · accessory device support · poor handling during folding and inserting.